Manufacturer narrative:
The insulin pump was received with escape and act buttons unresponsive due to corroded keypad traces. No button error alarm noted. Device had cracked case at display window corners, battery tube threads, reservoir tube, reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
The insulin pump was received with escape and act buttons unresponsive due to corroded keypad traces. No button error alarm noted. Device had cracked case at display window corners, battery tube threads, reservoir tube, reservoir tube lip and missing end cap sticker.

Event description:
Customer reported that the insulin pump's buttons were not responding. Blood glucose level was not provided. No further information was provided.